Event description:
Caller states that patient tested 594mg/dl and hi on the same device within 1 minute. Caller also reports that a lab was taken at an unknown time with a result of 222mg/dl. An hour later an additional device read 240mg/dl. No adverse event reported and no treatment received. Quality controls were used and reportedly fell into acceptable ranges. Requested return of suspect device and replacement was sent.